Event description:
It has been reported that the customer called in about the buttons on her insulin pump not functioning. The customer's blood glucose was not recorded but she was high enough tio go to diabetic ketoacidosis and had to take a manual injection. The customer was advised to take out the battery in the insulin pump and place the battery back in. The buttons on the insulin pump started working normally as it was designed. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.